Event description:
Event description guidant received information that the shock impedance was fluctuating and out-of-range. At last check in january it was 39 ohms, but the patient has had a recent revision where a new rate/sense lead was added to the system.